Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), device expulsion ('expulsion/migration') and ectopic pregnancy with contraceptive device ('pregnancy: ectopic') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "confirmation test?: no". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury related to essure"), bladder disorder ("bladder probs."), cystitis ("bladder infect."), urinary tract infection ("uti"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), headache ("headaches") and visual impairment ("vision probs"), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy {unilateral},tubal ligation and (B)(6) 2015 and terminated, salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device expulsion, ectopic pregnancy with contraceptive device, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, psychological trauma, bladder disorder, cystitis, urinary tract infection, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, headache, visual impairment and weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, alopecia, bladder disorder, cystitis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, pelvic pain, psychological trauma, urinary tract infection, visual impairment and weight increased to be related to essure. The reporter commented: received treatment for pain- dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, breakage/ expulsion, psych injury related to essure, migration, bladder probs, bladder infect., uti. On (B)(6) 2015, salpingectomy {unilateral}, tubal ligation and on (B)(6) 2015, salpingectomy {unilateral}, tubal ligation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: case become incident, previously reported event injury to herself was deleted, newly added events- dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), device breakage, device ineffective, ectopic pregnancy, abortion of ectopic pregnancy, device expulsion/migration, psych injury related to essure, bladder probs., bladder infect., uti, fatigue, gi conditions, hair loss, hormonal changes, headaches, vision probs., weight gain, production indication and date of essure insertion were updated and date of essure removal was added, consumer address were updated and date of birth was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), device expulsion ('expulsion/migration/migration of essure device location of device: uterus/expulsion of essure device expulsion while urinating') and ectopic pregnancy with contraceptive device ('pregnancy: ectopic') in a 34-year-old female patient who had essure (batch no. C06472) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmatory test". The patient's medical history included parity 5, termination of pregnancy and anemia. Previously administered products included for an unreported indication: diazepam, hydromorphone, terbinafine, norethindrone and lanolin. Concomitant products included ibuprofen, lorazepam, macrogol 3350 (miralax) and sulfamethoxazole;trimethoprim (bactrim). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"), 15 days after insertion of essure. In (B)(6) 2014, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain/pain") and urinary tract infection ("uti/urinaru tract infection"). In (B)(6) 2014, the patient experienced hirsutism ("hormonal changes describe: hair growing on upper lip and chin"), mood swings ("hormonal changes describe: mood swings") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), psychological trauma ("psych injury related to essure"), bladder disorder ("bladder probs."), cystitis ("bladder infect."), gastrointestinal disorder ("gi conditions"), headache ("headaches"), visual impairment ("vision probs"), pelvic discomfort ("discomfort") and complication of device insertion ("complications or problems that occurred at the time of essure placement procedure-took the doctor a while to place the essure") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (terminated, unilateral salpingo-oopherectomy,tubal ligation,hysteroscopic retrieval of intrauterine and unilateral salpingo-oopherectomy,tubal ligation,hysteroscopic retrieval of intrauterine essure coil). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device expulsion, ectopic pregnancy with contraceptive device, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, psychological trauma, bladder disorder, cystitis, urinary tract infection, fatigue, gastrointestinal disorder, alopecia, headache, visual impairment, weight increased, vaginal haemorrhage, hirsutism, mood swings, depression, abdominal distension, pelvic discomfort and complication of device insertion outcome was unknown and the pelvic pain and migraine had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal distension, abdominal pain, alopecia, bladder disorder, complication of device insertion, cystitis, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, gastrointestinal disorder, headache, hirsutism, menorrhagia, migraine, mood swings, pelvic discomfort, pelvic pain, psychological trauma, urinary tract infection, vaginal haemorrhage, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: received treatment for pain- dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, breakage/ expulsion, psych injury related to essure, migration, bladder probs, bladder infect., uti. Discrepancy noted for date of insertion previously reported as (B)(6) 2014 and now reporting as (B)(6) 2014. Discrepancy noted for date of removal previously reported as 15-jun-2015-salpingectomy {unilateral} tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81.64 kgs. Pregnancy test - on (B)(6) 2015: bhcg was 1600.; on (B)(6) 2015: pregnancy test positive result. Ultrasound pelvis - on (B)(6) 2015: a right adnexal cyst which measures 46 x 31 x 31 mm seen in the right adnexa with several internal echoes and debris. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abnormal uterine bleeding with clotting, cramping, vaginal haemorrhage and dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2019: quality-safety evaluation of ptc: product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), device expulsion ('expulsion/migration/migration of essure device location of device: uterus/expulsion of essure device expulsion while urinating') and ectopic pregnancy with contraceptive device ('pregnancy: ectopic') in a 34-year-old female patient who had essure (batch no. C06472) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmatory test". The patient's medical history included parity 5, termination of pregnancy and anemia. Previously administered products included for an unreported indication: diazepam, hydromorphone, terbinafine, norethindrone and lanolin. Concomitant products included ibuprofen, lorazepam, macrogol 3350 (miralax) and sulfamethoxazole;trimethoprim (bactrim). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"), 15 days after insertion of essure. In october 2014, the patient experienced migraine ("migraines / headaches"). In november 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain/pain") and urinary tract infection ("uti/urinaru tract infection"). In december 2014, the patient experienced hirsutism ("hormonal changes describe: hair growing on upper lip and chin"), mood swings ("hormonal changes describe: mood swings") and depression ("psychological or psychiatric problems condition: depression"). In january 2015, the patient experienced alopecia ("hair loss"). In june 2015, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), psychological trauma ("psych injury related to essure"), bladder disorder ("bladder probs."), cystitis ("bladder infect."), gastrointestinal disorder ("gi conditions"), headache ("headaches"), visual impairment ("vision probs"), pelvic discomfort ("discomfort") and complication of device insertion ("complications or problems that occurred at the time of essure placement procedure-took the doctor a while to place the essure") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (terminated, unilateral salpingo-oopherectomy,tubal ligation,hysteroscopic retrieval of intrauterine essure coil). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device expulsion, ectopic pregnancy with contraceptive device, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, psychological trauma, bladder disorder, cystitis, urinary tract infection, fatigue, gastrointestinal disorder, alopecia, headache, visual impairment, weight increased, vaginal haemorrhage, hirsutism, mood swings, depression, abdominal distension, pelvic discomfort and complication of device insertion outcome was unknown and the pelvic pain and migraine had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal distension, abdominal pain, alopecia, bladder disorder, complication of device insertion, cystitis, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, gastrointestinal disorder, headache, hirsutism, menorrhagia, migraine, mood swings, pelvic discomfort, pelvic pain, psychological trauma, urinary tract infection, vaginal haemorrhage, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: received treatment for pain- dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, breakage/ expulsion, psych injury related to essure, migration, bladder probs, bladder infect., uti. Discrepancy noted for date of insertion previously reported as 01 sep 2014 and now reporting as 15 sep 2014. Discrepancy noted for date of removal previously reported as 15-jun-2015-salpingectomy {unilateral} tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81.64 kgs. Pregnancy test - on (B)(6) 2015: bhcg was 1600.; on (B)(6) 2015: pregnancy test positive result. Ultrasound pelvis - on (B)(6) 2015: a right adnexal cyst which measures 46 x 31 x 31 mm seen in the right adnexa with several internal echoes and debris. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abnormal uterine bleeding with clotting, cramping, vaginal haemorrhage and dysmenorrhoea. Most recent follow-up information incorporated above includes: on 31-oct-2019: pfs and mr received. Lot number added. New events: abnormal bleeding (vaginal),depression, migraines / headaches,complications or problems that occurred at the time of essure placement procedure-took the doctor a while to place the essure bloating, and discomfort added. Lab data, medical history, historical drugs added. Event hormonal changes updated to hormonal changes describe: mood swings, hair growing on upper lip and chin. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), device expulsion ('expulsion/migration') and ectopic pregnancy with contraceptive device ('pregnancy: ectopic') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "confirmation test?: no". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury related to essure"), bladder disorder ("bladder probs."), cystitis ("bladder infect."), urinary tract infection ("uti"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), headache ("headaches") and visual impairment ("vision probs"), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy {unilateral},tubal ligation and (B)(6) 2015 and terminated, salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device expulsion, ectopic pregnancy with contraceptive device, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, psychological trauma, bladder disorder, cystitis, urinary tract infection, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, headache, visual impairment and weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, alopecia, bladder disorder, cystitis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, pelvic pain, psychological trauma, urinary tract infection, visual impairment and weight increased to be related to essure. The reporter commented: received treatment for pain- dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, breakage/ expulsion, psych injury related to essure, migration, bladder probs, bladder infect., uti. On (B)(6) 2015, salpingectomy {unilateral}, tubal ligation and on (B)(6) 2015, salpingectomy {unilateral}, tubal ligation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-sep-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.